Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly and that the battery gauge was fluctuating. There was no reported impact to the customer's blood glucose level. Additional information was not provided. Multiple follow up attempts were made to obtain additional information, however, additional information was not received.